Event description:
This pack has a styrofoam support tray, instead of the typical plastic tray. The styrofoam is not stable and is coming off in small pieces inside of each pack. This poses a pt safety issue.

Manufacturer narrative:
The sample is not available for examination by deroyal. The vendor for the styrofoam tray, (B)(4), has been notified of this issue. Foam trays have been removed from all finished goods at deroyal, and replaced by plastic platform trays.